Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the same malfunction code did not recur after resetting, allowing the customer to continue using the pump. The customer was advised to call back if any issues arose again.